Event description:
It was reported that the patient went to the hospital because the dynaflex penile prosthesis was not working properly. Two weeks later a replacement surgery was performed in which a tear was found in the cylinder. The device was removed and replaced with an inflatable penile prosthesis (ipp). The cause of the cylinder tear was not detailed by the hospital. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this dynaflex penile prosthesis (dpp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders were visually inspected and examined using a microscope. Both cylinders had broken fabric threads and a hole in the middle of the cylinder resulting in fluid loss that was due to a sharp instrument during explant. There was a scale-like pattern on the surface of the reservoir. Based on the information available and analysis results, the clinical events could not be confirmed as the hole and the fluid loss were due to sharp instrument damage that is consistent with the explant of the device.

Event description:
It was reported that the patient went to the hospital because the dynaflex penile prosthesis was not working properly. Two weeks later a replacement surgery was performed in which a tear was found in the cylinder. The device was removed and replaced with an inflatable penile prosthesis (ipp). The cause of the cylinder tear was not detailed by the hospital. No patient complications were reported.